Event description:
It was reported that during the right-sided atrial flutter portion of the procedure, ventricular fibrillation (vf) was noticed in the patient. The caller reported that while utilizing the farawave¿ pfa catheter for pfa ablation along the cti line, it was noticed that the patient went into ventricular fibrillation, via the recording system. The caller reported that the patient was defibrillated or shocked, and the patient was able to come out of ventricular fibrillation temporarily. The caller then reported that the patient went in and out of ventricular fibrillation five more times, where the patient was defibrillated each time, and brought out of ventricular fibrillation. The caller then reported that an interventional cardiologist was called in, and an angiogram was performed on the patient. The caller reported that nitroglycerin was also administered to the patient, but the caller could not provide any other medication details. The caller reported that the patient was kept intubated and monitored until that same evening. The caller reported that the patient was then extubated in the evening as well. The caller reported that the patient was last known to be in stable condition. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".